Event description:
A dreamstation 2 advanced auto CPAP device was returned to the product investigation lab (pil) with allegations of black screen. The device was evaluated by third party service center, and the technician noted a burned pca. The device was forwarded to the pil for further evaluation, where the complaint was able to be confirmed. The display did not light up when the device was powered on, likely due to the corrosion of the pca. A known good ui display bezel was also confirmed not to light up. A dust-like contaminant was observed on the ui display bezel, top enclosure, center enclosure, iso port, pca, inside the inlet of the blower box, on the blower, blower seal, blower box, heater plate, heat plate spring, and bottom enclosure. What appeared to be dried liquid spots with potential mineral deposits were observed on the top enclosure, center enclosure, iso port, pca, heater plate, heater plate spring, and bottom enclosure. Hair-like particles were observed on the top enclosure, center enclosure, heater plate, heater plate spring, and bottom enclosure. Areas of possible corrosion, likely due to liquid ingress, were observed on the pca. There was no thermal damaged found during evaluation at the product investigation lab.